Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
On the same day as the immediate extraction of the tooth in ada site 8, the clinician reported a failure when inserting a dental implant. The implant did not achieve primary stability. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc after the evaluation was noticed that the item received was not manufactured by neodent. The field d3 is filled but it does not correspond to the item received. It is filled because the software system used to execute the report by the company does not accept a blank field.

Event description:
On the same day as the immediate extraction of the tooth in ada site 8, the clinician reported a failure when inserting a dental implant. The implant did not achieve primary stability. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).